Event description:
It was reported at 17:30 on september 6, the nurse in charge received the doctor's order to remove the PICC tube of the patient's left upper extremity. At that time, the catheter was exposed by 3 cm. The nurse in charge broke the tube after pulling out the catheter for about 2.5 cm, and the remaining catheter was in the body. Immediately notify the doctor and instruct the patient to rest in bed and immobilize the left upper extremity. After active preparation at 19:30, the right femoral vein was punctured under the guidance of b-ultrasound in dsa room, and the right iliac, inferior vena cava, cardiac and pulmonary angiography + PICC catheter was removed.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1131 showed no other similar product complaint(s) from this lot number.